Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
A report was received that the patient's ipg had not been adequately charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg had been implanted for over six years and was not holding a charge. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg had not been adequately charging. The patient will undergo an ipg replacement procedure.